Event description:
A 6f angio-seal sts plus was selected for use. During the pullback step, the device became locked up and the tamper tube was unable to be advanced to compact the collagen. The physician decided to remove the anchor and collagen surgically and close the arteriotomy with sutures.

Manufacturer narrative:
The results of the investigation concluded that the hemostasis sheath tube and carrier tube were severed distal to the hemostasis hub. The returned suture section had no evidence that it had been tangled, knotted, or restrained. No suture remained within the device and there was no indication of a suture break. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the reported suture lock-up remains unk.